Manufacturer narrative:
Results of investigation: vyaire medical was not able to duplicate the customer's reported issue during testing and evaluation, however, a review of the event trace log indicates that the reported event of the ventilator restarting was last logged on (B)(6) 2019. The event trace log also revealed an ln vent1 entry. Vyaire medical replaced the power board as a precaution.

Event description:
It was reported to vyaire medical that the ventilator had reset and shut down, then restarted without any human interaction. The ventilator was plugged into a power cable at the time. This happened around 10:30 am on (B)(6) 2019 and then on (B)(6) 2019 around 4:30 am, the ventilator stopped delivering pressure/cycling. The ventilator did not alarm, and all the lights remained on. The caregiver shut down and restarted the ventilator and the ventilator operated appropriately after.